Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 6 months due to endocarditis with worsening regurgitation. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, patient was initially admitted in (B)(6) 2024 for altered mental status found to be septic w/ e. Faecalis bacteremia and pneumonia. Echo showed av vegetation and was started on IV antibiotics for 6 weeks. The patient became worse and developed root abscess and with heart block. The patient later underwent redo-avr with 23mm inspiris valve, patch repair of aortic root abscess using bovine pericardial patch. Intraoperatively, the old valve had some areas of fibrinous material that looked like healed endocarditis. Upon weaning of bypass, tee showed no perivalvular leak. The patient tolerated the procedure and was transferred to the ICU postoperatively. Per pathology report, valvular tissue with acute and chronic inflammation, fibromyxoid degeneration, and suture material with associated foreign body reaction.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, d4 expiration date, g3, g6, h2, h4, h6 component code, health effect - clinical code, device code(s), investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Based on the information available, the most likely cause is patient factors. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 6 months due to degeneration. The explanted valve was replaced with a 23mm 11500a valve. The patient was in recovery post procedure. Per pathology report, valvular tissue with acute and chronic inflammation, fibromyxoid degeneration, and suture material with associated foreign body reaction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.